Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced an elevated blood glucose level "in the 300's" (mg/dl). The customer was uncertain of the suspected cause. The customer delivered a bolus via the pump. During a system check with tandem technical support, no issues were identified with the pump or supplies. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.